Event description:
Additional information was received that x-ray imaging was performed and confirmed a dislodgement of the right ventricular lead. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a follow-up in clinic, high capture threshold was noted on the right ventricular (rv) lead. No intervention was performed at this time to resolve the event. The patient was stable and will continue to be monitored